Event description:
It was reported that the home patient (hp) experienced peritonitis. On the day as the diagnosis of peritonitis, the patient was hospitalized. However, the treatment was not reported. After nine days of being hospitalized, the hp was discharged. At the time of this report, the patient was recovering from peritonitis. No additional information is available. This is report 1 of 3 for this event.

Manufacturer narrative:
(B)(4). A review of all batch record documents for potentially associated lot numbers h13b07022 and h13d26044 was performed. No issues were noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. If additional relevant information is received, a follow-up report will be submitted. This is the same patient as (B)(4).

Manufacturer narrative:
(B)(4). The patient was not hospitalized for peritonitis. It was reported that the patient had a break in aseptic technique, which was further described as touch contamination where the patient made a mistake and did not wear a mask and did not clean the exchange area. This occurred before starting the peritoneal dialysis (pd) therapy. Three days after the patient was hospitalized for an unreported event and while there the patient experienced peritonitis due to a break in aseptic technique. It was not reported if the peritonitis event prolonged the hospitalization. However, at the time of this report, the patient was recovered from peritonitis. It was not reported if the patient was retrained on proper aseptic techniques. Additional information was requested, but is not available at this time. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The cause of this peritonitis was a use error, which was described as a break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If further relevant information becomes available, a supplemental medwatch will be filed.